Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes labels were peeling off. This was discovered before use. The following information was provided by the initial reporter: material no: 367962 batch no: 9065836. It was reported the green top tubes had the labels peeling off the tube when received. We are noticing that on the gold and green top tubes the manufacturer labels are not adhered properly and are peeling off the tube on receipt. The staff tell me that this has been going on for 3 month. Multiple lot numbers are affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes labels were peeling off. This was discovered before use. The following information was provided by the initial reporter: material no: 367962, batch no: 9065836. It was reported the green top tubes had the labels peeling off the tube when received. We are noticing that on the gold and green top tubes the manufacturer labels are not adhered properly and are peeling off the tube on receipt. The staff tell me that this has been going on for 3 month. Multiple lot numbers are affected.